Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 377 mg/dl. The customer gave himself a bolus of 7.7 and an hour later a manual injection of 5.0. The customer was advised the 2 high blood glucose rule. The customer was unable to complete troubleshooting for high blood glucose and will call back to finish the troubleshooting.